Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2021 and the device was not placed into surgery mode. In turn, the ipg was unable to communicate with external devices. Troubleshooting was able to resolve the issue and therapy was restored.